Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case cracked by the front left bottom corner. Event log history was performed and indicated that base hardware failure was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that interconnect board and battery were the cause of the reported issue. Service replaced the interconnect board and battery to correct the reported issue, performed power up and self-test process. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be base hardware failure issue.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited base hardware failure. No adverse effects were reported.